Manufacturer narrative:
A visual assessment on the returned ureteral catheter was performed and it was noted that residue is present. There was a spot where the outer diameter was smaller on the proximal end where the connector had been tightened down, however, the connector was not returned. The catheter was broken into two fragments. The distal fragment measured approximately 41.2cm, and the proximal end measured approximately 27.6cm long. The broken ends appeared to be cut as the break is clean and has no signs of stretching. The broken ends do not match as the cut was partially into the paint band on one end, and the other has no sign of paint. When the two lengths are added together, the total length is approximately 68.8cm, which is below the specification. The catheter was bent in several locations. A 0.038¿ guidewire was inserted into both fragments and it passed freely. The material was flexed and did not appear to be brittle since it did not break. A review of the device history record (DHR) was performed and the device met all manufacturing specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot. Therefore, taking into consideration these factors and the analysis performed in the returned device, the most probable root cause is "undeterminable."

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was under the age of 18. Reported event of catheter broken. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a ureteral catheter was used during a cysto, left ureteroscopy with laser and stent placement procedure in the ureter performed on (B)(6) 2014. According to the complainant, the ureteral catheter that they were using broke in half. It was unknown if the problem occurred inside or outside the patient and how was the procedure completed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that a ureteral catheter was used during a cysto, left ureteroscopy with laser and stent placement procedure in the ureter performed on (B)(6) 2014. According to the complainant, the ureteral catheter that they were using broke in half. It was unknown if the problem occurred inside or outside the patient and how was the procedure completed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.